Manufacturer narrative:
Evaluation" results - (other): visual inspection of the returned product showed that a haptic and part of the optic was torn off and missing. There was a clear surgical residue on the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon attempted to insert a cq2015 three piece collamer lens and a haptic got caught in the injector. There was no patient contact.